Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an inferior vena cava (ivc) filter removal, the snare of the gunther tulip vena cava filter retrieval set broke off about four inches inside the patient's anatomy. The filter removal became difficult because the filter hook reportedly straightened out when grasped by the snare (refer to report reference number 3002808486-2018-00537). The physician retrieved the snare fragment with hemostats from the original neck access. The physician then created an additional access in the groin which was used to retrieve the filter with a snare. According to the complainant, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications as well as a photographic evaluation was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a photograph of the complaint device was returned. Very little information was evident from the single image provided, as it was of poor quality. For the hook to bend in the configuration on the image and as described, the force vector pulling the filter, cranially, must not have been on the actual curved portion of the retrieval hook, but rather at the junction of the neck of the ivc filter and the hook. It is possible to straighten the hook by pulling forcefully on the hook if captured appropriately by the snare, but the bent configuration in the photograph suggests the snare was not around the curved portion of the hook. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.